Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately calcified, de novo lesion in the mid left anterior descending coronary artery. A 2.75x20mm nc trek rx balloon dilatation catheter (bdc) was advanced to the lesion, without resistance, to perform dilatation; however, the balloon ruptured during the first inflation at 8 atmospheres. The bdc was removed without resistance and replaced with a non-abbott bdc to perform dilatation. A non-abbott stent was deployed in the target lesion to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.